Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of mesh ¿ ventralex, patient was diagnosed fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax and underwent surgery for implant of an unspecified bard/davol ventralex (device #1). The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with bilateral inguinal hernia and incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 ¿ right inguinal hernia and device #2 ¿ left inguinal hernia) and ventralex mesh (device #3). Per operative notes, ¿the hernia sac was completely reduced from defect. Two 3dmax meshes (device #1 & #2) was placed over the inguinal floor to cover the hernia defect. The hernia sac was dissected and passed off the table. A ventralex mesh (device #3) was delivered through the fascial defect and pulled up against the abdominal wall.¿ (B)(6)2018 - patient was diagnosed with umbilical mass thereby underwent exploration, excision. Per operative notes, ¿these were excised (ventralex mesh) at the fascia level and probable portion of fascia was approximated over the remaining mesh with sutures.¿ attorney alleged that the patient had adhesions, fibrosis, foreign body giant cell reaction, swelling, mesh removal and pain.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted two (2) bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax and underwent surgery for implant of an unspecified bard/davol ventralex (device #1). The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."